Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed since, during preparation, the gripper arm was unable to lower. If this were to recur in the body, gripper actuation issues have the potential to contribute to patient injury. It was reported that during clip delivery system preparation, one gripper arm was unable to lower to default angle. The gripper arm remained at the catheter shaft. Multiple unsuccessful attempts were made to raise and lower the arm. There was no patient involvement and the device was not used in a procedure. There was no additional information received regarding the device issue.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue. Functional testing confirmed that the gripper functioned as intended with no gripper actuation issues observed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.